Event description:
A surgeon reported that one month following intraocular lens (iol) implant surgery, for a few patients, she has observed "peripheral anterior capsular extensions, extending centrally over the anterior surface of the iol". In one patient, she found the growth to be more in the center than usual. She reported that all patients were successfully treated with yag laser. Additional information was requested; however, the surgeon unable to provide further information. There are two medical device reports associated with this event. This report is for the "one patient with the growth to be more in the center than usual".

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information was requested; however, the surgeon is unable to provide further information. (B)(4).